Manufacturer narrative:
This report is being submitted following retrospective review of historical rga returns conducted during quality system remediation. The device may have been returned under the prior rga process, not designating the associated complaint and is no longer available for physical evaluation. A retrospective complaint evaluation and MDR assessment were completed using available information and documentation. Procedures have since been revised to require complaint/MDR screening and appropriate device retention, when complaint returns are received.

Event description:
It was reported that the user requested to return the ilet pump and supplies because the therapy was not working for her, she could not make adjustments related to her cancer leading to low blood glucose, and she experienced difficulty handling the cartridge due to arthritis. Symptoms included hypoglycemia with an unclear cause. Outcomes included the user discontinuing use of the device. Investigation included a review of the user¿s report and receipt of the returned product for assessment. Investigation of this case revealed that the cause of hypoglycemia remained unclear and that reported difficulties with the cartridge and usability concerns were user-reported; no product alarms or malfunctions were reported. It was concluded, based on previously established findings for similar reports, that the cause was undetermined.